Event description:
During a procedure, the stealth 360 peripheral orbital atherectomy device (oad) was used for treatment and an embolization of a blood clot was observed in the treated artery. The patient was stable. No further information is available. It was the physician's opinion the oad caused the embolization.

Manufacturer narrative:
H6 investigation conclusion code 22: the stealth 360 peripheral orbital atherectomy system instructions for user manual states that embolization is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).